Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified artery. The 8.0x39mm omnilink elite stent was flushed and prepared per instructions for use (IFU) without issues. However, when the stent was on the table being prepared and as it was being advanced onto the guide wire which was already in the patient, the stent came off the balloon but it never came completely off the stent delivery system. There was no resistance felt prior to the stent dislodgement. The omnilink system was removed together with the dislodged stent. Another device was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.